Event description:
A healthcare professional (hcp) reported that the disposable piece was broken inside the hp. Event found post-op. There was no patient impact. On follow-up, it was reported that the bur broke into fragments. The middle part of the bur broke and the broken parts were not contained in the handpiece. There was no delay in the surgical procedure. A back-up device was used.

Manufacturer narrative:
Product analysis: visually, the inner shaft and hub bushing were dislodged and missing from the inner hub. The inner hub seal was still in place but was worn. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The outside diameter of the inner hub should be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and measured up 0.351 inches in the deformed area which was out of specification. Functional testing could not be performed due to the broken state of the device. Conclusion: in the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.